Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardiac monitor unable to be interrogated. Multiple attempts were made to troubleshoot and obtain a manual transmission. However, all attempts to interrogate the device were unsuccessful. No patient symptoms were reported. Further information was requested but not received.